Event description:
Infant had a 24g bd nexiva butterfly IV inserted into left ac. Upon pulling the needle out, it broke to where the needle came out, but the safety hub remained attached to the IV. It basically "fell apart." A small silver piece fell off. It was very difficult to hold the IV in place and maneuver the safety hub off the IV that remains attached to patient. Almost had to pull entire IV and re-stick patient, but fortunately with 2 people working together, we were able to get the safety hub off with maneuvering.